Event description:
Customer reported that a suture is fraying while running suture in a continuous closure. Fraying begins at the point of the swage and continues 1/2 way down the suture. Surgeon obtained another suture and completed the procedure. There are no reported adverse pt consequences related to this event.